Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure procedure was being performed. A watchman access system was positioned in the laa and a 24 mm watchman laa closure device & delivery system was advanced. The closure device was deployed and one partial recapture was performed to reposition. The device met criteria and was therefore released. During the final imaging sweep a small pericardial effusion was observed on the left side of the heart. The effusion did not increase. Protamine was administered and they monitored for about 15 minutes. A repeat transthoracic echocardiogram was performed later in the day and the effusion had not increased. No intervention or medication was needed.